Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes and p-wave undersensing were observed due to atrial pacing. Programming changes were made.